Manufacturer narrative:
(B)(4). This appears to be a "malfunction" type of event (h1) not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the shoulder clip of the sling detached from the spreader bar of the maxi sky 600 ceiling lift at the beginning of the resident's transfer from the bed to the wheelchair. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi sky 600 ceiling lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. Based on the information received the sling involved is fitted with "grey" clips and it was indicated that the sling has a very small hole near the head section of the sling. This defect has not impacted on the performance of the sling when using according to the instruction for use (IFU) but this is an indication that the sling should be withdrawn from use and replaced. Production of slings with grey clips was seized years ago (between 2005 2006). Following the lift instruction for use (IFU) the sling should be discarded after two years lifetime, or before that, when damaged. The sling involved was significantly past its lifetime. It can be established that the sling and the lift were being used for patient handling but it appears it contributed to the event possibly due to a use error. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on received information it is clear that the person was lifted from horizontal position. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. The maxi sky 600 ceiling lift IFU indicates and warns: to make sure that all straps are attached to the spreader bar. Moreover, it was indicated that safety sling application stickers were presented on all carry bars. These stickers warn how the clips of the sling should be attached to the spreader bar attachment points. Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Please note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure and checking the sling before transfer. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: during the resident's transfer from a bed to a wheelchair using maxi sky 600 ceiling lift and the sling the right shoulder clip of the sling detached from the spreader bar of the lift while the resident was at the end of the bed. It was indicated that the resident fell approximately 2 feet on the floor and was uninjured. It was reported by the facility administrator that the "psw may have accidently popped off clip from the lug due to putting her hand on the shoulder part of the sling".